Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with two implantable neurostimulators (ins). It was reported that two ins were implanted on (B)(6) 2020. When trying to configure stimulation, a message was shown that the device was not responding for both the left and right device. After reconnecting, the hcp needed to enter a serial number manually. Since no serial number was documented, the hcp entered placeholder serial numbers of (B)(4) for the left and right ins. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp confirmed after implant of one of the ins that no electrocautery or similar was applied. No diagnostics or troubleshooting was performed. Stimulation could be configured without problems after reconnecting and entering the arbitrary serial numbers. Stimulation was perceived as expected, and bilateral configuration was possible. The issue was considered resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. The serial numbers were provided, but it was noted that there was no way of knowing which belonged to the ins on the left and which belonged to the ins on the right.